Manufacturer narrative:
Continuation of d10: product ID 977a175; serial# (B)(6); product type lead; product ID 977a175; serial# /(B)(6); product type lead; product ID 97740; serial# unknown; product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported not charging for a significant amount of time after a fall onto the implant due to pain. Patient reported they were told battery was at end of life and needed replacement. Patient reported battery replacement not done due to leads migrating out of position, not salvageable.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned they fell about a month ago right on the implant site and decided not to charge the ins after the fall because their foot was injured and healing; pt wanted to "minimize pain." Pt said they had "chucks taken out of their feet." Pt said they had already noticed their ins was not holding a charge as long since about 2 months ago. Pt said they used to charge every 2 or so weeks, but had been charging more and more frequently since about 2 months ago. Pt had not charged their ins for about a month or more and now, the pt was getting reposition the antenna screen on their recharger. During the call, the pt attempted to charge the ins, but got the reposition the antenna screen. Pt attempted to connect to their ins with the pt programmer, but pt programmer batteries were depleted and pt got the "replace pt programmer batteries" message. Pt said they were pretty sure they were in overdischarge. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 97740 lot# serial# unknown product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.